Manufacturer narrative:
The date of event is unknown although the patient reports it was approximately 3 weeks prior. The date received by the manufacturer is used. The medical device expiration date is unknown as the lot number is unknown. (B)(4). The device manufacture date is unknown as the lot number is unknown. Device evaluation: a sample is not available for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported the needle of the suspect device broke off in the patient's abdomen during injection. He went to the emergency department where an x-ray was taken, which confirmed the needle was in the site. The doctor made an incision to remove the needle but it was not found. The site was stitched and the patient was sent home. The following day, the patient went to the clinic where a plastic surgeon removed the stitches and attempted to locate the needle but was unsuccessful. Another set of stitches was placed and the customer was told no follow up was needed unless he starting experiencing signs of infection.